Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of vomiting in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sa) cream (batch number hr4d, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. In (B)(6) 2017, unknown after starting new poligrip sa, the patient experienced vomiting (serious criteria hospitalization) and stomach upset (serious criteria hospitalization). On an unknown date, the patient experienced product complaint. In (B)(6) 2017, the outcome of the vomiting and stomach upset were recovering/resolving. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the vomiting and stomach upset to be related to new poligrip sa. [Clinical course]: several days before this report, the patient in his 80's used new poligrip sa and experienced stomach upset and vomiting. Thereafter, he used the product again and vomiting recurred. He consulted a physician and was admitted to the hospital directly. He was hospitalized for two to three days. On (B)(6) 2017, he visited the reporting pharmacy with the product and complained that there must be toxin in the product. His condition was fine at that time. Follow-up information received on 29 september 2017 [final complaint investigation report market complaint]: material/product: number:128794j, name :poligrip sa cream 1x75g_jp, batch(es) affected: hr4d. Summary of investigation: no previous complaints of this nature have been received for this batch. The batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The complaint sample and retains sample were sent to the lab for analysis, see results below: tests carried out on complaint sample: description, separation, ph. Test carried out on a retain sample: viscosity. Description (c-5012_1.1) specification: off-white to beige mass of gums and petrolatum, free of lumps, granular particles or foreign matter. Result: complies. Ph (420n-010c) specification: 6.5-7.5. Result: 6.8. Separation (420-972a) specification: none to slight. Result: none. Viscosity (420n-835d) specification: 500,000 cps - 2,000,000 cps. Result: 1,175,200 cps. Testing was carried out on the complaint and retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Is the complaint substantiated?:no.

Manufacturer narrative:
This report is associated with argus (B)(4), new poligrip (B)(4). New poligrip (B)(4) is marketed as super poligrip cream in the us.

Event description:
Vomiting [vomiting], abdominal discomfort [stomach upset]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of vomiting in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip (B)(4)) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip (B)(4). In (B)(6) 2017, unknown after starting new poligrip (B)(4), the patient experienced vomiting (serious criteria hospitalization) and stomach upset (serious criteria hospitalization). On an unknown date, the patient experienced product complaint. In (B)(6) 2017, the outcome of the vomiting and stomach upset were recovering/resolving. On an unknown date, the outcome of the product complaint was unknown. It was unknown if the reporter considered the vomiting and stomach upset to be related to new poligrip (B)(4). [Clinical course] several days before this report, the patient in his 80's used new poligrip (B)(4) and experienced stomach upset and vomiting. Thereafter, he used the product again and vomiting recurred. He consulted a physician and was admitted to the hospital directly. He was hospitalized for two to three days. On (B)(6) 2017, he visited the reporting pharmacy with the product and complained that there must be toxin in the product. His condition was fine at that time.